Manufacturer narrative:
The customer reported receiving several "no sensor detected" alerts per day. The customer began experiencing this issue right from the day of sensor insertion on (B)(6) 2024. The signal strength is excellent whenever the transmitter is pressed onto the sensor, but the connection becomes weaker when released. Similarly, when the customer flexes his arm, the connection becomes stronger, but when he relaxes, the connection loses or becomes weaker. A review of the customer's alert history revealed that the customer received an average of six "no sensor detected" alerts per day. The issue was escalated to technical support team who initially determined that the issue could be with the transmitter and issued a transmitter replacement to help resolve the issue. However, the issue persisted even with the new transmitter. The customer was then redirected to hcp to discuss about next steps such as removal and replacement of the sensor as the sensor might have been placed in a non-ideal location. The customer scheduled an appointment for sensor removal on (B)(6) 2024. The most likely root cause of the incident can be attributed to a non-ideal placement of the sensor or sensor inserted deeper than usual resulting in a weaker signal strength with the transmitter.

Event description:
Senseonics was made aware of an incident where the user reported receiving "no sensor detected" alerts frequently. A transmitter replacement did not resolve the issue and the user was redirected to hcp to discuss about next steps, such as removal and replacement of the sensor. The issue did not lead to any adverse event nor caused any patient harm.